Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the returned dhs/dcs screws were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The investigation has shown that the positioning grooves of the screw have been widened up due to inadequate handling. This is indicative of the surgeon not using the dhs/dcs-centersleeve (338.320) and subsequently causing the deformation of the grooves. As the grooves are expanded and damaged, the plate will not pass the slotted end of the dhs/dcs screws. The dhs plate was found to be fully functional. No product fault could be found. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during the insertion of the dhs lag screw using the one step technique, it was reported the screws could not slide over the dhs plate. Reportedly the force applied on the wrench (inserter 388.300) subsequently burred the back of the screw. The lag screw was replaced with a second; however the same issue occurred. The surgeon then used a third screw (octagonal coupling) without any further problems reported. This is 2 of 2 reports for the same event, complaint #(B)(4).